Event description:
It was reported that during an ultrasound guided vacuum-assisted breast biopsy procedure, the base of the coaxial was allegedly broken when tried to calibrate. It was further reported that it was difficult to use the probe after installation. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one elevation biopsy probe received for evaluation. On visual evaluation. Product packaging and label were returned, and product information was verified with tw. Probe appeared to have blood residue throughout the cannula and sample tank base. The sample basket was not returned in the sample tank. No other anomalies were noted. On functional testing, an in-house 14g sample tank was used for functional testing. The probe was loaded into the in-house driver. It calibrated successfully without issue. The probe was functionally tested in a chicken breast. The device collected a sample each time with no issues. The probe was able to obtain six samples successfully. No unusual noises were heard during the evaluation. Additionally, the probe was visually inspected, and no breaks were found. Therefore, the investigation is unconfirmed for the reported break as no breaks were observed. A definitive root cause for the break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h4, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided vacuum-assisted breast biopsy procedure, the base of the coaxial was allegedly broken. It was further reported that it was difficult to use the probe after installation. There was no reported patient injury

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.